Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "capsular contracture" baker grade unknown and "rupture". Baker iii was reported later.

Event description:
Healthcare professional reported "capsular contracture" and "rupture". Healthcare professional later confirmed "baker grade iii". Healthcare professional later reported via operative report " grade 3 capsular contracture", " implant ruptured when it was being removed from what appeared to be a fold flaw". This record is for the left side. Device has been explanted and replaced. Superior capsulotomy was performed.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: crease/folding of implant: not observed. Rupture: unable to observe an opening with the provided photos. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported "capsular contracture" and "rupture". Healthcare professional later confirmed "baker grade iii". Healthcare professional later reported via operative report " grade 3 capsular contracture", " implant ruptured when it was being removed from what appeared to be a fold flaw". This record is for the left side. Device has been explanted and replaced. Superior capsulotomy was performed.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken assessed as surgical damage. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Crease / folding of implant: observed. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "capsular contracture" and "rupture". Healthcare professional later confirmed "baker grade iii". Healthcare professional later reported via operative report " grade 3 capsular contracture", " implant ruptured when it was being removed from what appeared to be a fold flaw". This record is for the left side. Device has been explanted and replaced. Superior capsulotomy was performed.